Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, after following the first steps of the instructions for use, during advancement of the device to the artery, pulsatile flow could not be seen from the marker lumen. The device was removed, flushed and readvanced to the artery; however, the pulsatile flow could not be seen. The device was removed and another proglide was used successfully to achieve hemostasis. The physician is reported to be trained in the use of the device. No additional information was provided.

Event description:
Physician is reported to be in-training in the use of the device.

Manufacturer narrative:
(B)(4). Physician initially reported as trained, corrected to in-training. Evaluation summary: an analysis of the returned device did not find blood in the marker lumen which confirms the report that the marker lumen did not mark. During testing, the marker lumen was found patent. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances associated with this lot. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned. It has not yet been received. A supplemental report will be provided with all additional relevant information.